Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The caller reported that they had a patient with issues with the implanted system following an MRI scan and the patient thought that the MRI facility broke their implant. Something happened to the implanted device following the scan and the next morning the implant stopped working. The caller indicated that another MRI tech worked with the patient and the caller did not have any specific details about the patient or the issue that occurred with the implant. The caller indicated that this occurred about a year ago.